Event description:
It was reported that the patient experienced withdrawal and he went through a week of "severe pain" due to the pump stopping. The pump shut off with no alarm or previous indication. The medication being used in the pump was hydromorphone (dilaudid). The pump was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device 8709, accy kit 8709, catheter admin, lot l66507, explanted: (B)(6) 1999, product type catheter.